Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was in the severely tortuous and calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm non-bsc balloon catheter. The physician selected and advanced a 2.5x20mm taxus express2 drug eluting stent to the target lesion but it was unable to cross the lesion. The lesion was predilated to 18 atmospheres with a 2.0x15mm non-bsc balloon catheter. The physician attempted to readvance the 2.5x20mm taxus express2 des to the target lesion, but it still would not cross the lesion. During withdrawal of the guiding catheter, guidewire and stent delivery system, the stent dislodged in the tip of the 6f non-bsc sheath. The physician was able to retrieve the stent by using an unknown type snare. There were no patient complications reported. The procedure was postponed to a later date. Additional information was requested but is not available.

Manufacturer narrative:
.